Manufacturer narrative:
Batch review performed on 16 february 2022: lot 2013564: (B)(4) items manufactured and released on 12-apr-2021. Expiration date: 2026-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved batch review performed on 16 february 2022: lot 2012064: (B)(4) items manufactured and released on 05-mar-2021. Expiration date: 2026-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: revision after 7 months of a cemented tka on a female patient. From the radiographic image provided, the knee alignment is identified as valgus. On the basis of the available information we cannot determine if this was a surgeon's choice or due to a technical error. Some loose cement had been left in the surrounding area after first surgery and the revision operation is a good opportunity to clean it. The reason for this revision is repositioning, not an implant defect or malfunction.

Event description:
Complete revision of tka implants because of incorrect implantation. The main problem was, the patient's leg was initial in the varus and after the primary surgery, it was in the valgus. Another problem was some loose cement that had been left in the surrounding area. At 8 months from primary the surgeon changed the angle of the knee and implanted a new gmk-sphere.